Event description:
The pt was taken to the cardiac cath lab in 2002 for electrophysiology studies. As part of the study, a vueport catheter was used to do a venogram. During this procedure, the distal marker ring separated from the catheter and traveled to the lower portion of the right lung. Interventional radiology and pulmonary medicine were consulted and it was decided to leave the ring in the lung rather than attempt to remove it.